Event description:
Unipolar lead impedance 190 ohms; device is programmed bipolar. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5122840.